Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was displaying incorrect alerts. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the receiver was displaying incorrect alerts. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth device pairing test was performed and passed. A review of the share logs was performed and an incorrect alert was found within the investigation window. The probable cause could not be determined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). H7: if remedial action initiated, check type - recall. H9: if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number - additional"

Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. A functional test was performed and passed. The receiver log was downloaded and reviewed. The allegation was confirmed for audio issue due to delayed alerts. The probable cause was receiver dispatch error.